Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.

Manufacturer narrative:
The complaint device is not being returned, therefore unavailable for a physical evaluation. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales rep reported he was informed that during a knee procedure the inner piece of a broken luer lock from a previous case was flushed into the joint from the scope sheath. The scope sheath had been sterilized following the previous procedure. The surgeon saw the piece on the video screen, used graspers to retrieve from the joint. Completed the procedure with no patient consequences. Time delay was about 3 minutes, and the sales rep was not present at the case. The fragment was discarded.

Event description:
The sales rep reported he was informed that during a knee procedure the inner piece of a broken luer lock from a previous case was flushed into the joint from the scope sheath. The scope sheath had been sterilized following the previous procedure. The surgeon saw the piece on the video screen, used graspers to retrieve from the joint. Completed the procedure with no patient consequences. Time delay was about 3 minutes, and the sales rep was not present at the case. The fragment was discarded.